Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were unknown while wearing the pod between 36 and 48 hours. Symptoms reported include stomach virus, pain form the infusion site and puss. It is unknown how the patient was treated but the health care provided did re-prescribe the omnipod and zofran (4 mg). The patient was released three days later. The pod was not worn when seeking medical attention.